Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information reported the physician believed the catheter may have been malpositioned since time of implant. The catheter was removed and replaced on (B)(6) 2013. The explanted catheter was disposed of by the hospital.

Event description:
It was reported that the catheter was subdural which was confirmed by dye study. A catheter replacement was planned for the same day as the initial report was made. It was not determined if the device would be returned to the manufacturer. The device system was used to infuse lioresal. It was noted that there were no patient symptoms and then it was stated that the patient ¿never had good effect from baclofen from time of implant.¿ additional information has been requested, but was not available as of the date of this report.